Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump infuses more than the established volume. The total volume of the bag is 1056 + 150 ml of lipids, total bag volume is 1206. The child needs to infuse 1100, but the pump tested infuse much more as they are unable to reach the established decrement hour in the morning due to the bag already being empty, despite indicating a reservoir residual volume of 86 ml. No patient injury reported

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).